Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no known clinical factors that could have contributed to this event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One battery ((B)(4)), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via internal inspection of the battery in the lab. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an open weld joint that could be considered the result of improper ultrasonic welding. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a broken weld joint. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a battery with no power. The battery would not function or show power to the controller. There is no reported consequences or impact to the patient. No additional information provided.